Manufacturer narrative:
A medtronic representative reported that the navigation system is functioning as designed. The reported issue has not repeated since the original occurrence.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive when starting up. Restarting the system did not resolve the reported issue. The representative was able to gain functionality, when disconnecting/reconnecting the power cable, for about half an hour. However, the navigation system became unresponsive again when entering navigate. An additional restart restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.